Event description:
During a coronary stenting procedure, the product did not cross the graft and then the balloon burst while attempting to cross the highly calcified lesion. There was no rported pt injury.